Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 427 with polydipsia and nausea associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support, it was reported that due to a continuous call service alarm 087, the patient was not able to get insulin. The reporter stated that this issue happens at random times. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged call service alarm issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the black box and alarm history verified random call service 087 corruption alarms. Investigation was unable to duplicate the alarms. The pump passed all delivery accuracy testing and no call service 087 alarms were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.